Manufacturer narrative:
(B)(4). Batch # p91c75. The analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 6 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information requested but unavailable: did the clip applier jam (off of tissue)? Or did clip applier lock onto vessel and would not open? If locked on vessel, please describe how device was opened or removed from vessel.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip scissored then the jaws locked shut. The procedure was completed using a competitor¿s device. There were no patient consequences reported.